Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal segment of the lead was returned severed at 6.2 cm from the terminal pin. A set screw mark was noted on the terminal pin and ring. The returned portion of the lead was subject to direct current resistance testing and passed on all paths. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field.

Event description:
Boston scientific (bsc) crm received information that the pt passed away one day post implant. At the implant it was noted that the pt had very fine atrial fibrillation; however, the physician opted to implant a dr device. The device appeared to have minimal undersensing of the atrial fibrillation, so it was programmed to 4.0 volts at 0.5 ms. The following morning, the pt developed a hematoma in the groin area to which pressure was applied. The pt stated he felt funny and then his rhythm went into what was believed to be torsades des pointes more than four times. The pt was shocked externally several times and at that point they could see ventricular pacing spikes, but no ventricular contraction. The pt then passed away. There were no allegations against the device or system.